Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery m1 segment. Approximately one month post procedure, the patient experienced an unspecified neurological deterioration and an unspecified medical management treatment was performed. It was reported that the event was unrelated to the device and unknown if related to the procedure. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, neurological deficits is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery m1 segment. Approximately one month post procedure, the patient experienced an unspecified neurological deterioration and medical management treatment which included, administration of atorvastatin and aspirin, inpatient rehab and follow up scans were performed. At the patient's 90 day follow up visit, the patient is at home with a improved modified rankin scale (mrs) score of 2. It was reported that the event was unrelated to the device and unknown if related to the procedure. No further information is available.